Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and the customer called to report that the monitor message had no signal. Tac advised to check the inputs on the monitor and check the sdi cable to ensure the cable is connected properly. The customer reseated the serial digital interface (sdi) cable and reported the image was present after reseating the sdi cable. No further assistance is needed. Troubleshooting could not resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no signal on the monitor. The event occurred during setup. There were no reports of patient involvement.